Manufacturer narrative:
Product ID: 924256, lot# 082224416a, product type: accessory.

Event description:
A manufacturer representative (rep) reported that they were doing a new implant on (B)(6) and the lead tip, specifically the silicone piece distal to 0 contact, appeared crooked/bent out of the box. It was stated that it didn't look like other leads and a different lead that looked "normal" was used. It was further noted that during the case they also had a defective stim-loc in which the titanium screw was stripped, which "happens a lot" and the surgeon has seen several times. A different kit with a new screw was used as well. The patient's indication for implant is unknown.

Manufacturer narrative:
The lead 3387s-40 stimloc dbs, lot # va1bdyv has the appearance of the tip being slightly off-centered in one direction, however, it is within the acceptable visual inspection criteria. The lead was electrically okay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.